Event description:
It was reported by the sales reps who was in the case that the surgeon fire it for three times notice the jaws did not aligned and it was not closing all the way. Surgeon did not feel comfortable using it and we had open up another device to finish the case. There were no patient adverse event. Device is available for return.

Manufacturer narrative:
(B)(4). Date sent: 10/22/2025 d4: batch #unk d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: the reload used was blue. The stapler was first used on the stomach and then the device was attempted to be used on the esophagus. The alleged issue was observed before the device was fired on the esophagus. It was confirmed that the anvil de-cambered and was not a lateral misalignment. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure? Did the patient receive any preoperative chemotherapy or radiation? What was the anatomical structure that the device was going to be fired upon when the alleged issue occurred? Were these any additional circumstances that would have led to the allege issues observed? Was any buttressing material used? If so, what kind? Are any photos or video available? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/06/2025. D4: batch #a98a20. Corrected data: d4 (UDI, expiration date), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec3d60l device was returned with the nozzle damaged, with the anvil bent upwards and without reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the damage on the nozzle was due to improper handling of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98a20, and no non-conformances were identified.